Manufacturer narrative:
Date of event is approximate. Analysis results: product was not returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer reported that their protectiveclean power toothbrush caught fire. There was no indicated visible flame or property damage and no injury reported.